Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The event was reported in a journal article. It was reported that the patient was implanted an unknown anatomical shoulder component on an unknown date. The patient was revised about 5 months after implantation due to distal humeral periprosthetic fracture after a fall. Journal article: "reverse total shoulder arthroplasty for failed open reduction and internal fixation of fractures of the proximal humerus", f. Grubhofer, k. Wieser, d.c. Meyer, s. Catanzaro, k. Sch&#1810;holz, c. Gerber. J shoulder elbow surg. 2016 aug 9.

Manufacturer narrative:
Additional information received on october 06, 2016. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted an anatomical shoulder fracture, humeral stem, 11-200 on the left side on (B)(6) 2010. It was now reported that the patient fell down on (B)(6) 2010 and experienced a distal humeral periprosthetic fracture. The products remained implanted, a fixation with corsage was performed.

Manufacturer narrative:
Update: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative no trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: in article it is mentioned that a (B)(6) female was revised 5 months after tsa due to distal humeral periprosthetic fracture after a fall. The additional information received report implantation date (B)(6) 2010 and that the periprosthetic fracture was treated on (B)(6) 2010 with osteosynthesis with a plate and four cerclages. The surgeon assures that all complications were not related to the implanted products. Review of received data: - 3 pictures of scanned x-rays were received for review. Two x-rays show the periprosthetic fracture before osteosynthesis, while the third shows the humerus after fracture fixation. Nothing conspicuous. - the surgical report of implantation dated (B)(6) 2010 was received for review. Nothing conspicuous. - the notes of the osteosynthesis of (B)(6) 2010 were received for review. Nothing conspicuous. No product was returned to zimmer biomet for in-depth analysis as the devices remained implanted. Root cause analysis: it is reported, that a (B)(6) female fell and experienced a distal humeral periprosthetic fracture which was treated by osteosynthesis with a plate and four cerclages. The surgeon assures that all complications were not related to the implanted products. The review of the available documentation did not show any conspicuousness. According to the available information there is no product issue reported. The periprosthetic fracture is reported to be due to patient fall. Conclusion summary: the review of the available documentation did not show any conspicuousness and the surgeon assures that all complications were not related to the implanted products. According to the available information there is no product issue reported. The periprosthetic fracture is reported to be due to patient fall. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).